Event description:
It is reported that the previously reported mi that occurred approximately 25 months post index procedure was not related to the tar get vessel. Investigator indicated that the mi event was possibly related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death, mi). Evaluation conclusions: inherent risk of procedure ¿ (death, mi). (B)(4).

Event description:
During index procedure one endeavor sprint drug eluting stent was implanted successfully in the proximal rca with no issues reported. It was reported that the patient died 25 months post index procedure and cause of death was cardiac/mi. The investigator indicated that the death event was unrelated to the study device. It was reported that the patient had acute mi, hepatic stenosis and acute edema.